Event description:
It was reported the patients's scs ipg is inoperable. The patient is unable to communicate with the ipg using external devices. The patient reported the last had stimulation therapy approximately two months ago, and he could not recall when he last charged his ipg. Per the MFR's database the patient's ipg was replaced on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.